Manufacturer narrative:
Isi has not received the unit involved with this complaint for failure analysis. Therefore, the root cause of the customer reported event canot be determined. A follow up MDR will be submitted if the unit is retunred and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a piece from the monopolar curved scissors instrument broke off and fell inside the patinet. Although no patient harm, adverse outcome or injury was reported; it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci assisted ureteral reanastamosis surgical procedure, the customer reported that the monopolar curved scissors gray shaft broke inside the patinet. A small piece less than 1 mm was removed from inside the patinet. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical inc., (isi) contacted the initial reporter. The initial reporter is obtaining additional details.